Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: the device was received for evaluation with the twist clamp in the closed position and a minicap attached. A visual inspection with the naked eye observed damage on the sealing surface of the dark blue female connector. Functional tests were performed which included leak, clear passage, and clamp function tests. The leak test was performed using the returned minicap connected to the dark blue female connector and the results revealed a leak beneath the minicap. The reported condition was verified. The damage to the female connector was determined to be the cause of the leak. The cause of the damage on the female connector could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E.1.: initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was iodine leakage during use with a minicap transfer set and minicap. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.